Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized on (B)(6) 2018. The customer reported that the tubing was coming out of the part that goes in the reservoir. Customer stated it happened for the first time may be 2 months ago, and she thought it was probably the reason he went to the hospital from (B)(6). Emergency medical services was dispatched as a result of high blood glucose. Blood glucose value when admitted to hospital was 567mg/dl. The customer was given manual insulin. The customer was wearing the pump at time of hospitalization. The customer also reported that the location of detachment was tubing disconnecting from p-cap. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.